Event description:
The valve was implanted in 1999 and revised in 2000 as symptoms persisted. The dr did not feel at the time that the valve was malfunctioning, rather that it may have been the wrong level for the pt. The pt's parents requested eval of the valve.

Event description:
The valve was implanted in 1999 and revised in 2000 as it wasn't functioning well for the pt. It may have been the wrong level for the pt.